Event description:
A customer reported encountering ongoing occlusion issues with their pump. There was no adverse effect on the customer's blood glucose level, as it remained within normal limits. Following repeated troubleshooting steps, including disconnecting and delivering boluses as suggested by technical support, the customer was advised to replace necessary supplies and continue with their insulin regimen. The occlusion issue persisted, leading to the recommendation and approval for a pump replacement, which was to be arranged while the customer continued using the current pump.